Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device reached an 0x5c alarm during activation. The data also indicates a rotational sensor error. The device was reset and rerun. The device reached an 0x40 alarm during the rerun which also replicated the rotational sensor error. Upon further investigation, the commutator cap was observed to be incorrectly installed. Damage to the commutator cap resulted in the rotational sensor issues that caused the alarm to occur during activation. Due to the commutator cap's incorrect installation, the needle mechanism failed to deploy.

Manufacturer narrative:
Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.